Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was unable to fire. A new device from another batch was used successfully. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.